Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the false upstream occlusion alarm identified during functionality testing, but did not reproduce it. The ultrasonic sensor was replaced, since it is a known contributor to false upstream occlusion alarms.